Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states noticed a lot of play in the rear wheels. Also the left brake ext broke during this trial and this is the first the time chair was used. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.